Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported one of patient's lead had migrated which was observed under fluoroscopy. Surgical intervention was undertaken wherein the system was explanted and replaced to address the issue. Therapy was restored post-op. Additionally, another lead was explanted at an unknown time for an unknown reason.